Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of an infusor had ruptured during filling. The device was being filled manually with a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual examination of the unit confirmed a ruptured reservoir. Microscopic examination detected markings on the interior surface of the reservoir, near the rupture line. No other observations were noted on the unit. Upon completion of baxter's investigation, a follow-up will be submitted.